Manufacturer narrative:
Radiometer investigations of the provided data logs showed no errors that could lead to the discrepant measurements. Hence the root cause could be pre-analytical error.

Event description:
According to the complaint on, (B)(6) 2024, samples were measured with the abl90 flex analyzer (serial number: (B)(6) with the following results obtained on the natrium parameter: sample: (B)(6), on (B)(6) 2024, 14:45: na+136mmol/l (comparison), sample: (B)(6), on (B)(6) 2024, 10:29: na+173mmol/l (discrepant measurement), sample: (B)(6), on (B)(6) 2024, 10:25 (instrument time -real time= 13min later as incident): na+137mmol/l (comparison), lab result: na+138mmol/l (comparison). Based on these results the customer reported na+173mmol/l (discrepant measurement) as a false high na+ measured on abl90 vs other abl90, lab and patient condition. No patient harm was reported.